Event description:
Lead analysis was completed. The reported high impedance allegation was not verified with the returned lead. Resistance measurements of the returned lead were within tolerance for a full lead assembly. Other than typical wear and manipulation of the lead at surgery related observations, no anomalies were identified with the returned lead. No additional relevant information has been received to date.

Event description:
Data download was received the patient from day of surgery. High impedance was seen on multiple diagnostics.

Event description:
It was reported that during an initial implant surgery, a patient's device was showing high impedance. The surgeon reinserted the lead several times to the new generator which still results in high impedance. The surgeon checked the work on the lead attachment to the nerve and irrigated the nerve as well. The test resistor was used on the generator and confirmed to be functioning as expected. Thus a new lead was implanted. Information was received detailing the steps taken in surgery. It was stated that system diagnostics was done following each troubleshooting step. The steps taken were listed to be initial implant was completed and diagnostics showed high impedance, the pin was removed and reinserted and another diagnostics was run that resulted in high impedance. Discussion was made making sure the lead pin was pushed past the back end of the connector block, the pin was again removed and reinserted and another diagnostics was run that resulted in high impedance, the surgeon re-evaluated the lead placement in the neck and the site was irrigated. Diagnostics were run again and high impedance was seen again, the accessory pack was used to test the generator and this resulted in all green check marks and no high impedance, the surgeon requested trying a new lead and the new lead was placed and diagnostics were run and resulted in 3 green check marks, no high impedance. It was noted that there was no observable damage to the explanted lead and the lead was returned. It was noted that a picture of the data will be sent. Device history records were reviewed for the lead and the device passed all functional specifications and quality tests and were sterilized prior to distribution. The lead has been received into analysis however analysis has not been completed to date.